Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own, and a replacement pump was sent by technical support. The customer was advised to use an alternate method for insulin delivery if necessary and was instructed on how to store and return the malfunctioning pump. They were also guided on programming and connecting their new pump.